Event description:
Routine complaint investigation where customer cites high reading on the meter when compared to a laboratory specimen. Under certain conditions these could have adverse clinical effects. No injuries were reported in the field. There was no info provided regarding time frames, technique, medications taken by the customer, or calibration info.